Event description:
In (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag therapy, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized the same day. The cause of the peritonitis was reported as unknown. On (B)(6) 2010, the patient began remedial therapy with fortum 1gm, once daily, ip and reflin 1gm once daily, ip. At the time of this report, the patient was still hospitalized with the antibiotic therapy and the dianeal pd2 ultrabag therapy ongoing. The outcome of the event of peritonitis was reported as unknown. The nurse reported the event of peritonitis was not related to the dianeal pd2 ultrabag therapy.

Event description:
Caller reported aviva blood glucose results of 331 mg/dl, 186 mg/dl, and 102 mg/dl within 3 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.